Manufacturer narrative:
H.6. Investigation: customer returned (4) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 9324120. Customer states that the shields are hard to remove and the needle hub assembly detaches with the shield. All returned syringes were examined and 3 out of 4 samples were returned with the hub-needle/shield assembly separated from the barrel. The remaining samples was tested to determine the shield removal force (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 4.99 lbs. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that 7 relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported found 7 syringe with needle assembly removes with shield removal. Consumer reported of these needle hub assembly removed with shield removal, the shields were hard to remove lot # 9324120 catalog# 328512 date of event unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 7 relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported found 7 syringe with needle assembly removes with shield removal. Consumer reported of these needle hub assembly removed with shield removal, the shields were hard to remove. Lot # 9324120. Catalog# 328512. Date of event unknown.